Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during procedure, as the physician tried to pull the dilator arm and tension the mesh, the dilator on the patient's right side broke. Reportedly, nothing was left inside the patient. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications noted. The condition of the patient after the procedure was reported to be fine.

Manufacturer narrative:
Correction to manufacturing site: although the current manufacturing site for uphold lite is (B)(4), the reported lot involved in this complaint was manufactured by: (B)(4). A visual examination of the returned mesh assembly was performed and no damage was noted to the mesh material itself. The leader loops were intact. There is debris in the protective sleeves, indicating signs of use. On the blue/white dilator, approximately half of the suture was detached. The portion of the detached suture, including the dart, was not returned. On the blue dilator, the entire suture, including the dart, was detached and not returned. In addition, the capio slim suture capturing device was also not returned. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. Although the condition of the returned device does not confirm the reported complaint of dilator detachment, it is possible that operational factors, such as user handling/technique, contributed to the returned condition of the broken sutures. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during procedure, as the physician tried to pull the dilator arm and tension the mesh, the dilator on the patient's right side broke. Reportedly, nothing was left inside the patient. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications noted. The condition of the patient after the procedure was reported to be fine.